Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening device assessed, as unidentified (tear) opening (shell thickness was within specification). No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Event description:
Physician reported left side rupture. Device location is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued e1 (email address of the doctor reporting on behalf of the implanting physician): (B)(6).

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.